Event description:
The end user reported when using the power feature to the lower the stretcher, the stretcher's downward motion is occurring suddenly and not in a smooth manner. There was no specific patient incident cited and no injuries were reported.